Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was alarming no delivery. Customer's blood glucose was 230 mg/dl. Troubleshooting was performed. Troubleshooting determined there was a possible occlusion on the infusion set or reservoir. No further information reported.